Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was recommended for replacement to resolve the issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported a failure resulting in a loss of ac power with inability to charge the back-up battery. There was no patient involvement.